Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: generalised illness. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported (via FDA mw5085684) that a female patient of unknown age who underwent breast prostheses implantation procedure with an unspecified mentor gel implant and a 425cc mentor memorygel breast implant, suffered several unexplained systemic symptoms, including so sick, so weak, could not walk across a grocery store or event climb a flight of stairs due to heart palpitations, high bp, extreme fatigue, joint pain, hair falling out, blurry vision, ringing ears, anxiety, insomnia, and weight gain. Patient stated that 90% of these symptoms were gone after implant explantation on (B)(6) 2017. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. This medwatch form is for device 1 of 2 breast prostheses reported.